Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Per the instructions for use (IFU): do not place the pipeline¿ flex embolization device with shield technology¿ in patients whom a p re-existing stent is in place in the parent artery at the target aneurysm location. Caution: the presence of other indwelling endovascular stents may interfere with proper deployment and function of the pipeline¿ flex embolization device with shield technology¿. Linked with MDR: 2029214-2019-00201. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two pipeline flex devices were deployed and then while removing the system, the ptfe sleeve of the pipeline device did not close and trap the microcatheter, causing the entire system to fall, and the devices to remain inside the aneurysm. Furthermore, two derivos devices were requested, where one was implanted in the distal part of the artery and the other in the proximal part. The pipelines were among the derivos in the final image. No patient injury was reported as a result of the procedure. The patient was undergoing embolization treatment of an unruptured fusiform aneurysm measuring 40mm x 25mm located in the basilar artery. The distal and proximal landing zone were 5mm x 5mm. The patient¿s vasculature was severe in tortuosity. The patient was on dual antiplatelet therapy.